Event description:
It was reported that the physician was attempting to use a 2.50mm diameter x 18mm length endeavor resolute (rx) drug eluting stent. It was reported that the stent struts became damaged during use and the device could not be implanted in the patient. No clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: (root cause cannot be determined) no device returned. (No results available since no evaluation was performed) no device returned. No device received for evaluation. Conclusion results: (unable to confirm complaint) - device not received for evaluation. (Root cause cannot be determined) - no device returned for evaluation. (B)(4).